Event description:
On (B)(6) 2025, a 48-year-old male patient underwent an ultrasound-guided dialysis catheter placement procedure using an equistream hemodialysis catheter. It was reported that during the procedure, the guidewire could not be advanced. It was further reported that the guidewire was broken. Additionally, the guidewire could not be withdrawn. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm d/l equistream hemodialysis catheter with kit components were returned for sample evaluation and one photo was provided for review. The photo show partial view of the guidewire. The guidewire was noted to be bent, stretched and core wire was noted to be protruding from the guide wire. Gross, visual, microscopic and dimensional observation were performed on the returned device. The j-tip guidewire was noted to be stretched and uncoiled throughout the distal end. A core wire was noted to be protruding an uncoiled area of the guidewire. The j-tip of the guidewire was noted to be slightly bent. The round core wire was noted to protrude an uncoiled portion of the guidewire. The termination appeared to be granular. Therefore, the investigation is confirmed for the identified guidewire deformed, stretched and unraveled material issues, and the investigation is inconclusive for the reported failure to advance, difficult to remove and fracture issues as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample and the provided photo. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 48-year-old male patient underwent an ultrasound-guided dialysis catheter placement procedure using an equistream hemodialysis catheter. It was reported that during the procedure, the guidewire could not be advanced. It was further reported that the guidewire was broken. Additionally, the guidewire could not be withdrawn. The procedure was completed using another device. There were no reported patient injuries.

Event description:
On (B)(6) 2025, a 48-year-old male patient underwent an ultrasound-guided dialysis catheter placement procedure using an equistream hemodialysis catheter. It was reported that during the procedure, the guidewire could not be advanced. It was further reported that the guidewire was broken. Additionally, the guidewire could not be withdrawn. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm d/l equistream hemodialysis catheter with kit components were returned for sample evaluation and one photo was provided for review. The photo show partial view of the guidewire. The guidewire was noted to be bent, stretched and core wire was noted to be protruding from the guide wire. Gross, visual, microscopic and dimensional observation were performed on the returned device. The j-tip guidewire was noted to be stretched and uncoiled throughout the distal end. A core wire was noted to be protruding an uncoiled area of the guidewire. The j-tip of the guidewire was noted to be slightly bent. The round core wire was noted to protrude an uncoiled portion of the guidewire. The termination appeared to be granular. Therefore, the investigation is confirmed for the identified guidewire deformed, stretched and unraveled material issues, and the investigation is inconclusive for the reported failure to advance, difficult to remove and fracture issues as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample and the provided photo. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.